Event description:
It was reported that during an initial surgery, the instrument handle broke off during final impaction of the final implant. No pieces fell into the patient. The surgical technique was utilized. There was no surgical delay. The surgery was completed without the device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a broken impactor pad that has fractured with a large piece missing from one side. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.